Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation, pcba burned, heater plate contaminated, outlet seal contaminated, white led with low intensity was obeserved. There was error codes has been identified. The device was scrapped.